Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cycler after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment on a dummy tummy and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed a new cycler was received which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the pdrn was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction provided in g1.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cycler after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment on a dummy tummy and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed a new cycler was received which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the pdrn was available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cycler after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment on a dummy tummy and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed a new cycler was received which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the pdrn was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.